Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] , hypothyroidism [hypothyroidism] , chronic fatigue [chronic fatigue] , sleep difficulties [difficulty sleeping] , haemorrhagic period [menorrhagia] , pain after intercours [dyspareunia] , loss of libido [loss of libido] , memory disturbance [memory disturbance], memory disturbance [memory disturbance], concentration problems [concentration impairment] , aphasia [aphasia] , electrical hypersensitivity [electric shock sensation] , hair loss [hair loss] , chronic ligament pain in the libido [ligament pain], hips pain [painful hips] , sacrum pain [sacral pain] , coccyx pain [coccyx pain] , difficulty in walking for long periods [difficulty in walking] , cold [cold] , stress [stress] , asthenia [asthenia] , chills [chills] , cognitive disorders [cognitive disorders] , tendon pain [tendon pain] , sciatica [sciatica] , adenomyosis [adenomyosis], sacroiliac pain radiating to the right buttock [pain sacroiliac] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine ablation in 2021, endometrial hypertrophy, obesity, parity 2 and appendectomy. The only concomitant product mentioned was desogestrel/ethinylestradiol (desogestrel, ethinylestradiol) for heavy menstrual bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1013 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), hypothyroidism ("hypothyroidism"), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), heavy menstrual bleeding ("haemorrhagic period"), dyspareunia ("pain after intercours"), loss of libido ("loss of libido"), a first episode of memory impairment ("memory disturbance"), a second episode of memory impairment (" memory disturbance"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), electric shock sensation ("electrical hypersensitivity"), alopecia ("hair loss"), ligament pain ("chronic ligament pain in the libido"), arthralgia ("hips pain"), sacral pain ("sacrum pain"), coccydynia ("coccyx pain"), gait disturbance ("difficulty in walking for long periods"), nasopharyngitis ("cold"), stress ("stress"), asthenia ("asthenia"), chills ("chills"), cognitive disorder ("cognitive disorders"), tendon pain ("tendon pain"), sciatica ("sciatica") and pain sacroiliac ("sacroiliac pain radiating to the right buttock"). On unknown date she experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the pain sacroiliac had not resolved. The outcomes for pelvic pain, hypothyroidism, fatigue, insomnia, heavy menstrual bleeding, dyspareunia, loss of libido, disturbance in attention, aphasia, electric shock sensation, alopecia, ligament pain, arthralgia, sacral pain, coccydynia, gait disturbance, nasopharyngitis, stress, asthenia, chills, cognitive disorder, tendon pain, sciatica, adenomyosis and the last episode of memory impairment were unknown. The reporter considered adenomyosis, alopecia, aphasia, arthralgia, asthenia, chills, coccydynia, cognitive disorder, disturbance in attention, dyspareunia, electric shock sensation, fatigue, gait disturbance, heavy menstrual bleeding, hypothyroidism, insomnia, ligament pain, loss of libido, the first episode of memory impairment, the second episode of memory impairment, nasopharyngitis, pelvic pain, sacral pain, pain sacroiliac, sciatica, stress and tendon pain to be related to essure administration. The reporter commented: extract from the report for the appointment on (B)(6) 2013. Thank you for referring your female patient.to me regarding a request for tubal sterilization for contraceptive purposes. Patients medical history includes an appendectomy and two vaginal deliveries. In (B)(6) 2012. That she wanted to undergo tubal sterilization for contraceptive purposes. I reiterated today the permanent nature of the procedure. Patient maintained her request for tubal sterilization. My proposal is to perform hysteroscopic bilateral tubal ligation with essure. Patient agreed in principle and we scheduled the procedure for the beginning of october. Extract from the letter from general practitioner (gp) dated (B)(6) 2023 I am referring to you patient who has been presenting with a series of symptoms since she had tubal sterilization with the method. Essure. Asthenia, sleep difficulties, menorrhagia, chills, cognitive disorders, concentration impaired, hair loss, tendon pain, pelvic pain. Extract from the report for the appointment on (B)(6)2023: I saw patient who would like to have her essure removed. This is a 48-year-old female patient with a body mass index (bmi) of 32 and hypothyroidism. She underwent tubal sterilization using the essure method in 2013, a hysteroscopy for uterine ablation in 2021 for endometrial hypertrophy, and an appendectomy. The patient is the mother of two children born vaginally. The patient is suffering from sciatica, asthenia, sleep difficulties and menorrhagia which she associates with the insertion of the essure device. The patient is on continuous contraception with desogestrel 75g for her menorrhagia, which has stopped the bleeding. The pelvic ultrasound performed today revealed a slightly enlarged uterus with a deficiency in the myometrium and an irregular appearance suggestive of uterine adenomyosis. Essure devices viewed in proximal tubal section. I informed the patient of the risk of persistent menorrhagia if the essure devices were removed if she wants to stop hormonal treatment, and of the risk of incomplete removal if salpingectomy was performed. The other alternative is to perform a total hysterectomy with bilateral salpingectomy which will certainly enable full removal of the essure plus treatment of uterine adenomyosis with no risk of bleeding recurring. After being informed of the different benefits/risks and the different alternatives, the patient opted for radical surgery. I explained to the patient the benefits/risks of total hysterectomy via the coelio-vaginal route using the vaginal natural orifice transluminal endoscopic surgery (v notes) technique with the risk of conversion to conventional abdominal coelioscopy or laparoconversion. The patient understood all of this information and agreed to the principle the patient understood that all of these symptoms are not necessarily linked to the presence of essures and may persist after surgery. Extract from the report for the appointment on (B)(6) 2023: the patient is doing well and has not had any particular post-operative problems. The anatomical pathology analysis found uterine adenomyosis uteri. The essure devices were removed via total salpingectomy in conjunction with hysterectomy. Today's clinical examination was normal with good vaginal healing. The patient can resume her usual activities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Ultrasound pelvis] (date unknown): a slightly enlarged uterus with a deficiency in the myometrium and an irregular. Appearance suggestive of uterine adenomyosis. Essure devices viewed in proximal tubal section. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], hypothyroidism [hypothyroidism] , chronic fatigue [chronic fatigue] , sleep difficulties [difficulty sleeping] , haemorrhagic period [menorrhagia] , pain after intercours [dyspareunia] , loss of libido [loss of libido] , memory disturbance [memory disturbance] , concentration problems [concentration impairment], aphasia [aphasia] , electrical hypersensitivity [electric shock sensation], hair loss [hair loss] , chronic ligament pain in the libido [ligament pain] , hips pain [painful hips], sacrum pain [sacral pain] , coccyx pain [coccyx pain] , difficulty in walking for long periods [difficulty in walking] , cold [cold] , stress [stress], asthenia [asthenia] , chills [chills] , cognitive disorders [cognitive disorders], tendon pain [tendon pain] , sciatica [sciatica] , adenomyosis [adenomyosis], sacroiliac pain radiating to the right buttock [pain sacroiliac] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. The most recent information was received on 02-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine ablation in 2021, endometrial hypertrophy, obesity, parity 2 and appendectomy. The only concomitant product mentioned was desogestrel/ethinylestradiol (desogestrel, ethinylestradiol) for heavy menstrual bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1013 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), hypothyroidism ("hypothyroidism"), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), heavy menstrual bleeding ("haemorrhagic period"), dyspareunia ("pain after intercours"), loss of libido ("loss of libido"), a first episode of memory impairment ("memory disturbance"), a second episode of memory impairment (" memory disturbance"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), electric shock sensation ("electrical hypersensitivity"), alopecia ("hair loss"), ligament pain ("chronic ligament pain in the libido"), arthralgia ("hips pain"), sacral pain ("sacrum pain"), coccydynia ("coccyx pain"), gait disturbance ("difficulty in walking for long periods"), nasopharyngitis ("cold"), stress ("stress"), asthenia ("asthenia"), chills ("chills"), cognitive disorder ("cognitive disorders"), tendon pain ("tendon pain"), sciatica ("sciatica") and pain sacroiliac ("sacroiliac pain radiating to the right buttock"). On unknown date she experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6)2023. At the time of the report, the pain sacroiliac had not resolved. The outcomes for pelvic pain, hypothyroidism, fatigue, insomnia, heavy menstrual bleeding, dyspareunia, loss of libido, disturbance in attention, aphasia, electric shock sensation, alopecia, ligament pain, arthralgia, sacral pain, coccydynia, gait disturbance, nasopharyngitis, stress, asthenia, chills, cognitive disorder, tendon pain, sciatica, adenomyosis and the last episode of memory impairment were unknown. The reporter considered adenomyosis, alopecia, aphasia, arthralgia, asthenia, chills, coccydynia, cognitive disorder, disturbance in attention, dyspareunia, electric shock sensation, fatigue, gait disturbance, heavy menstrual bleeding, hypothyroidism, insomnia, ligament pain, loss of libido, the first episode of memory impairment, the second episode of memory impairment, nasopharyngitis, pelvic pain, sacral pain, pain sacroiliac, sciatica, stress and tendon pain to be related to essure administration. The reporter commented: extract from the report for the appointment on (B)(6) 2013. Thank you for referring your female patient to me regarding a request for tubal sterilization for contraceptive purposes. Patients medical history includes an appendectomy and two vaginal deliveries. In (B)(6) 2012. That she wanted to undergo tubal sterilization for contraceptive purposes. I reiterated today the permanent nature of the procedure. Patient maintained her request for tubal sterilization. My proposal is to perform hysteroscopic bilateral tubal ligation with essure. Patient agreed in principle and we scheduled the procedure for the beginning of (B)(6). Extract from the letter from general practitioner (gp) dated (B)(6) 2023 I am referring to you patient who has been presenting with a series of symptoms since she had tubal sterilization with the method. Essure. Asthenia, sleep difficulties, menorrhagia, chills, cognitive disorders, concentration impaired, hair loss, tendon pain, pelvic pain. Extract from the report for the appointment on (B)(6) 2023: I saw patient who would like to have her essure removed. This is a 48-year-old female patient with a body mass index (bmi) of 32 and hypothyroidism. She underwent tubal sterilization using the essure method in 2013, a hysteroscopy for uterine ablation in 2021 for endometrial hypertrophy, and an appendectomy. The patient is the mother of two children born vaginally. The patient is suffering from sciatica, asthenia, sleep difficulties and menorrhagia which she associates with the insertion of the essure device. The patient is on continuous contraception with desogestrel 75g for her menorrhagia, which has stopped the bleeding. The pelvic ultrasound performed today revealed a slightly enlarged uterus with a deficiency in the myometrium and an irregular appearance suggestive of uterine adenomyosis. Essure devices viewed in proximal tubal section. I informed the patient of the risk of persistent menorrhagia if the essure devices were removed if she wants to stop hormonal treatment, and of the risk of incomplete removal if salpingectomy was performed. The other alternative is to perform a total hysterectomy with bilateral salpingectomy which will certainly enable full removal of the essure plus treatment of uterine adenomyosis with no risk of bleeding recurring. After being informed of the different benefits/risks and the different alternatives, the patient opted for radical surgery. I explained to the patient the benefits/risks of total hysterectomy via the coelio-vaginal route using the vaginal natural orifice transluminal endoscopic surgery (v notes) technique with the risk of conversion to conventional abdominal coelioscopy or laparoconversion. The patient understood all of this information and agreed to the principle the patient understood that all of these symptoms are not necessarily linked to the presence of essures and may persist after surgery. Extract from the report for the appointment on (B)(6) 2023: the patient is doing well and has not had any particular post-operative problems. The anatomical pathology analysis found uterine adenomyosis uteri. The essure devices were removed via total salpingectomy in conjunction with hysterectomy. Today's clinical examination was normal with good vaginal healing. The patient can resume her usual activities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Ultrasound pelvis] (date unknown): a slightly enlarged uterus with a deficiency in the myometrium and an irregular. Appearance suggestive of uterine adenomyosis. Essure devices viewed in proximal tubal section. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.